Manufacturer narrative:
The exact implant date is unknown. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: sulik-gajda, s. Et al (2017, june 1). Implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. Kardiologia polska, (1897-4279). Complaint conclusion: as noted in the literature publication, implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. A patient had an ¿old fashion¿ long palmaz stent applied to dilate her recoarctation of the aorta. Approximately five years later, during a control CT study, a small aneurysm was detected on the upper ridge of the stent. This was successfully treated by application of a non-cordis stent. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An aneurysm may be caused by multiple factors that result in the breaking down of the well-organized structural components (proteins) of the aortic wall that provide support and stabilize the wall. The exact cause is not fully known. Atherosclerosis (hardening of the arteries) is thought to play an important role in aneurysmal disease. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the literature publication, implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. A patient had an ¿old fashion¿ long palmaz stent applied to dilate her recoarctation of the aorta. Approximately five years later, during a control CT study, a small aneurysm was detected on the upper ridge of the stent. This was successfully treated by application of a non-cordis stent.